Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient having poor communication. The patient saw a ¿reposition antenna¿ screen on the ins recharger (insr). The patient reported that they tried repositioning their antenna and turning the dial, but it was not finding a signal. It was reported that the patient last felt stimulation a week ago and had last successfully recharged the ins ¿a couple weeks ago.¿ no further complications are anticipated.